Manufacturer narrative:
This event has been recorded in leventon s.a.u. As a customer complaint (B)(4). The defective unit was not returned to the manufacturer, thus the device was not evaluated. Six (6) units from the same manufacturing lot were retrieved from retained samples and successfully passed flow rate stability test and flow rate accuracy test. In addition, the batch record of the affected lot number was reviewed and no incidence similar to the one reported was detected in the controls done during the manufacturing process nor in the controls done before the product release. Therefore, the defect reported by the customer could not be reproduced.

Event description:
As reported by user facility: rate flow regulator ran significantly faster than set rate.